Event description:
Trigger would not spring back on three devices after implanting t1. Surgeon opted to use another procedure to finish the case. Additional information confirmed "this is a surgeon who has been using 360 for about 6 months. The surgeon pulled the trigger back but the push rod did not come with it. He used 3 of the same lot and the same thing happen. He had to cut the suture - t1 was left behind the capsule. The torn meniscus was inspected vs being repaired.

Manufacturer narrative:
Four devices were received for evaluation. Three of them were too bent to do any meaningful functional evaluation. The product IFU warns that care must be taken not to bend the delivery needle. The 4th device was provided without implants and was found to actuate as intended. No root cause related to the manufacture of the device can be established. (B)(4).